Event description:
The customer reported to olympus that during receipt inspection of the evis exera iii gastrointestinal videoscope, the scope air/water channel was blocked. Upon inspection and testing of the returned device, foreign material (insect) was found clogged in the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer reported that the scope is pre-cleaning at bedside, leak test, follow by manual cleaning, then reprocess in an oer-aw and dry and store in a scope cabinet. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insect attached in nozzle which caused no air and water feeding, adhesive on angle rubber detached, bending section rubber worn, due to wear of angle wire, the play of up/down knob out of the standard value, due to corrosion, scope connector could not be connected securely, due to corrosion on endoscope connector, and the monitor showed black screen with no image. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object was identified as an insect that was attached in the nozzle and caused no air and water feeding. There was no deformation or damage to the nozzle. Olympus will continue to monitor field performance for this device.